Manufacturer narrative:
The siemens personnel set up an incorrect configuration. The siemens personnel updated the calculation trigger correctly and the issue resolved. The cause of the incorrect test results being transmitted to the lis was a human factor issue. The device is performing within manufacturing specification. No further evaluation of device is required.

Event description:
On (B)(6) 2017, the customer of a centralink data management system contacted siemens and requested assistance to configure decimals by results range for the progesterone test. The test added to the configuration was prolactin instead of progesterone. This caused a prolactin test to be triggered when a progesterone result was between 0.21 ng/ml and 60 ng/ml. The prolactin result was then sent to the laboratory information system (lis) as progesterone result. The incorrect results were reported to the physician(s). The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the incorrect results being transmitted to the lis.